Event description:
It was reported that the customer had high blood glucose levels of 700 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was treated with insulin intravenously. The customer indicated having symptoms consistent with high blood glucose levels including severe vomiting, thirstiness and headaches. The customer also indicated having an infection at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The customer received a no delivery alarm on their insulin pump. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.